Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a recurrent communication fault. The patient had a communication fault in 2024 (2916596-2024-05838) that was resolved with a modular cable and system controller exchange. This recurred on 27jan2026 in the early hours. The system controller was exchanged again and did not resolve the problem. It was planned to get the patient seen and send log files for further troubleshooting but due to the weather, there were travel concerns. Equipment was not planned to be returned yet. Additional information was received stating the log file for the primary system controller was sent for review. The log file confirmed driveline communication fault alarms on 02feb2026. The system controller and modular cable was exchanged. New log files and images were sent. The log files captured driveline communication fault alarms after the exchange. The photo of the pump cable connector showed corrosion near the ground (gnd) & communication pins. Isopropyl alcohol was applied to remove debris from the pump side connector. After the cleaning procedure was performed, the communication fault was resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed corrosion within the pump cable inline connector that could have resulted in the driveline communication fault alarms observed in the submitted log files. A specific cause for the corrosion could not be conclusively determined through this evaluation. Review of the submitted image showed debris on the surface of the pump cable inline connector, consistent with corrosion. The submitted system controller event log files contained relevant events from (B)(6) 2026. A driveline communication fault alarm, associated with communication a line faults, became active on (B)(6) 2026 at 03:07:18 and continued until a system controller exchange occurred on (B)(6) 2026. The driveline communication fault alarm returned on (B)(6) 2026 at 08:02:46 and continued until a second system controller exchange occurred on (B)(6) 2026. A driveline communication fault alarm that was associated with communication b line faults then became active on (B)(6) 2026 at 16:18:46 and continued through the end of the file. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications the current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 6 of the IFU, ¿patient care and management¿, cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 1 of the patient handbook, ¿introduction¿, warns that the system components must be kept dry. Section 4 of the patient handbook, ¿living with the heartmate 3¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Additionally, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.